Event description:
It was reported that one day post revision of a non-boston scientific right atrial (ra) lead, the patient implanted with this pacemaker experienced two syncopal episodes and collapsed after discharge and returning home. Additionally, the patient experienced weakness, shakiness, and was pale in color. The patient was taken back to the hospital where a head computed tomography (CT) and chest x-rays were taken as a precaution. The hospital emergency department determined that the patient developed sepsis. The source of the infection had not been determined, but was suspected to be related to the lead revision procedure. The patient was admitted to the hospital and placed on antibiotic treatment. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post revision of a non-boston scientific right atrial (ra) lead, the patient implanted with this pacemaker experienced two syncopal episodes and collapsed after discharge and returning home. Additionally, the patient experienced weakness, shakiness, and was pale in color. The patient was taken back to the hospital where a head computed tomography (CT) and chest x-rays were taken as a precaution. The hospital emergency department determined that the patient developed sepsis. The source of the infection had not been determined, but was suspected to be related to the lead revision procedure. The patient was admitted to the hospital and placed on antibiotic treatment. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.it was reported that the physician determined that a device pocket infection was unlikely due to the short time from the revision to when the symptoms began. Blood cultures were noted to be negative, however, it was noted that the patient developed a hematoma. Antibiotic treatment was discontinued four days later, and the patient was discharged from the hospital three days following that.